Event description:
In 2008, the pt reported the adhesive on her insulin infusion headset is not properly adhering. She stated she lives in an area with high humidity and she sweats profusely. Complimentary extra adhesives were sent to the pt along with replacement infusion sets. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.